Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. After conducting a thorough investigation, we have found that the pairing is failing due to a sake key decryption failure. The server returned a payload with incorrect data, which usually happens when the device fails the playintegrity check. When a device fails the playintegrity check it means that it is failing google's security check.. The issue is confirmed. No recommended steps were provided as the issue appeared resolved prior to investigation. The helpline has not confirmed whether the issue has been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using the minimed mobile app (software versions 2.9 and 3.0) installed on the following devices: galaxy s24 (android 15), galaxy s25 (android 15), pixel 6 (android 16), and pixel 6a (android 16). Testing was performed across these devices to evaluate the reported behavior. The issue was reproduced, and the issue is confirmed. The software did not adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that the pairing with the pump failed due to sake keys, used for establishing a secure connection with the pump (sake handshake), was not decrypted because the sake decryption key was not configured. It happened as a result of a race condition between application components initialization. Therefore, stored encrypted sake keys cannot be decrypted. As a result, the sake handshake failed. There is a known mmm app issue. This issue has been resolved in version 3.1.0. While this update is currently available in the us, the ous release is still pending. Once version 3.1.0 is launched internationally, the fix will be available to all ous users. Esf number: 5751252 to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: recomendations: repairing pump forcestop and relaunch minimed mobile app. Open the settings on your phone. Tap on apps (or apps notifications, app management, depending on your device). You may need to tap see all apps to view your full list. Find and select the minimed mobile app. Tap the force stop button. A warning dialog will appear; tap ok to confirm. Then relaunch the minimed mobile app. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced recurring communication issue between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.